Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump received no delivery alarm. The customer's blood glucose was unknown. The customer stated they keep getting the no delivery. Customer performed for troubleshoot. Customer states the tubing is not bent or kinked. Customer states they do not want to troubleshoot for recurring alarms. Customer was advised to revert to backup plan per hcp instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm noted.